Manufacturer narrative:
The pump was not explanted; therefore, was not returned to the manufacturer for eval. A root cause for the reported sepsis due to a driveline infection could not be determined. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further info is available. The manufacturer is closing its file on this event. .

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 10 months post-implant, it was reported that the pt experienced a drivelline infection from hosp microbes which exacerbated into sepsis; the pt expired on (B)(6) 2013 and the reported cause of death was sepsis. It was also reported that the pump did function as intended.